Event description:
Physician attempting to place a swan-ganz catheter in the left internal jugular vein. It wrapped around a dialysis catheter from the right subclavian vein and pulled the dialysis catheter significantly out of position into the left subclavian vein. When pullback was attempted on the swan ganz catheter, the swan ganz catheter broke in her left internal jugular left subclavian vein region. Additionally the dialysis catheter was out of position. The chest was opened and the piece of swan-ganz catheter was removed through an incision in the left subclavian vein. Additionally, the right subclavian dialysis catheter was removed. The patient was discharged from the hospital but was readmitted 13 days later with sepsis and an extensive non-occlusive thrombus of the left arm, including the left internal jugular vein.